Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve, and was successfully implanted medial of a2-p2; reducing mr to 2-3. To further reduce the mr, a second clip was advanced to the mitral valve, however it was noted that the first clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr increased to 3+. In order to stabilize the first clip, the second clip was implanted close the first clip; reducing mr to 2-3. A third clip was implanted lateral to the first two clips, further reducing mr grade of 2+. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.